Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to bent cannulas on the infusion set of the insulin pump. Customer's blood glucose at the time of the emergency room visit was 700 mg/dl. Customer was treated at the hospital with an IV drip of insulin. Customer was wearing the insulin pump at the time of the emergency room visit. Customer stated that her doctor increased her basal rate for a day. Product is not being returned and replaced.